Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer has no backup currently available. Caller will reach out to hcp. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level.